Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer treated with manual injection and declined high blood glucose troubleshooting. Customer also reported that the sensor glucose versus blood glucose readings does not match. Customer was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The product was not returned for analysis.